Event description:
Revision surgery performed as patient presented with pain around the knee.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray images were reviewed by cpd from an engineering perspective. Patient¿s right knee was revised 2 years after primary implantation to address pain and radiographic indications of tibial component loosening. Any indications of possible tibial loosening are minimal. There are small areas of decreased radiographic density on the extreme medial and lateral ends of the bone/implant interface visible in the a-p view. The cone of the tibial tray appears to be well fixed with no signs of movement. The root causes of the patient¿s reported pain or loosening could not be determined from the provided x-ray images. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.